Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Around six minutes into treatment, the leak was visually observed in the dialysate line and the machine alarmed. Test strips confirmed the blood leak. Estimated blood loss was 200cc's. No medical intervention was required and the pt had no adverse effects. Sample is not available.